Manufacturer narrative:
The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, but there was possibility that this phenomenon was attributed to inappropriate reprocessing by the user. Olympus stated the appropriate reprocessing in instruction manual of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user facility had been reprocessed the subject device with the olympus automated endoscope reprocessor oer-4, but at that time the reprocessing was performed without the connecting tube, and the subject device was used for the next patient. It was unknown whether the both patients who were used the subject device before and after the reprocessing had infection disease or not. There was no report of infection associated with this report.